Manufacturer narrative:
Evaluation summary: a small tear was located on the body of the balloon between the inner shaft markers. (B)(4). Evaluation: results: (pt lesion morphology of 80% stenosis and severe calcification). Conclusions: (pt lesion morphology of 80% stenosis and severe calcification).

Event description:
The physician was attempting to use a 2.5mm diameter x 10mm length sprinter legend rapid exchange (rx) balloon dilation catheter to pre-dilate long diffuse lesions in the rca. The rca was reported to have been in moderately tortuous, with the lesion exhibiting 80% stenosis and severe calcification. It was reported that negative prep was performed on the device and no issues were noted. It was reported that the balloon burst on the 5th inflation at 15 atms. No pt injury occurred and no clinical sequelae were reported.